Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube was broken, skewed, and not sealed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 30 retained samples were visually inspected for damages, and none of the samples failed. Additionally, 10 retained samples were visually inspected for brittleness, and none failed. Furthermore, 29 retained samples were sent for functional tests related to stopper function defects, with none of the samples showing defects in the tests conducted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: broken/leaking and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one (1) tube was broken, skewed, and not sealed. No adverse impact was reported regarding the patient or user.